Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, several episodes of noise were noted on the right ventricular lead. The lead was revised to resolve the event and the patient was stable with no adverse consequences reported.

Event description:
Oversensing due to noise was noted on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2018 to resolve the event. The patient was stable following the procedure.